Event description:
The pt reported charging issues between the implant and the external equipment. It was determined that the pocket was too deep which inhibited the pt's ability to charge. During the pocket revision procedure, the surgeon decided to replace the implant. The pt was implanted with a new advance bionics spinal cord stimulator.

Manufacturer narrative:
Explanted product was lost by the medical facility and will not be returned for evaluation.